Manufacturer narrative:
(B)(4). The insulin pump was not in manufacture mode, but it did pass the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with scratched case, cracked retainer, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery of the insulin pump had to be changed everyday. Blood glucose level at the time of the incident was not provided. The insulin pump was replaced and customer agreed to return the product for analysis.